Manufacturer narrative:
(B)(4). Method: the complaint rd900afu neopuff infant resuscitator was returned and repaired at fisher & paykel healthcare (fph) service centre in (B)(4). It was also visually inspected for the reported broken gas inlet port. Results: visual inspection revealed that the gas inlet port of the neopuff device was broken, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 040722. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its valve assembly components. The fascia and the valve system of the subject neopuff device were replaced at the fph service centre. It was returned to the healthcare facility after it passed the performance check.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an rd900afu neopuff infant resuscitator was found broken after use. No patient consequence was reported.